Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2014. The patient's concurrent conditions included overweight, hypothyroidism, flank pain, diabetes, hepatic steatosis, acute renal failure, acute pyelonephritis, diarrhea, uterine prolapse, cystitis interstitial and ovarian cyst nos. Concomitant products included ibuprofen since 2005 and levothyroxine sodium (levothyroxin) since 2007. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyshidrotic eczema ("rash/rashes or skin conditions: dyshidrosis"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection."), nausea ("nausea"), fatigue ("fatigue"), vasodilatation ("gi conditions: vascular ectasia"), migraine ("migraines"), paraesthesia ("paresthesia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), urinary tract infection ("multiple urinary infections"), pain in extremity ("legs pain"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)/ oophorectomy/ (unilateral)/ salpingectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, nausea, fatigue, allergy to metals and headache had resolved and the dysmenorrhoea, dyspareunia, dyshidrotic eczema, vaginal infection, vasodilatation, weight increased, migraine, paraesthesia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vasodilatation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, rash/skin condition, vaginal infection, nausea, fatigue, gi conditions, weight gain, migraines and paresthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, abdominal pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and medical record received. Events added. Bladder or urinary problems or changes, urinary problems, multiple urinary infections, vaginal discharge, legs pain, nickel allergy, headaches and ablation. Event clubbed and pt term updated: gi conditions: vascular ectasia and rash/rashes or skin conditions: dyshidrosis. Event deleted: skin condition. Event severity added for: abdominal pain. Reporters, lab data, medical history and concomitant drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection."), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines") and paraesthesia ("paresthesia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)/ oophorectomy/ (unilateral)/ salpingectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, rash, skin disorder, vaginal infection, nausea, fatigue, gastrointestinal disorder, weight increased, migraine and paraesthesia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, migraine, nausea, paraesthesia, pelvic pain, rash, skin disorder, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, rash/skin condition, vaginal infection, nausea, fatigue, gi conditions, weight gain, migraines and paresthesia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Previously reported event injury nos was updated to new events- pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash, skin condition, vaginal infection, migraines, nausea, fatigue, gi conditions, weight gain and paresthesia. Patient demographic information updated. Essure insertion date and explant date updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.